Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the keypad was unresponsive. The customer tried to bolus and got no response, so she replaced the battery and rewound the device, but when she tried to prime she received a no delivery alarm. The customer also reported a crack on the keypad. The customer's blood glucose level was 421 mg/dl. The customer did not recall any significant events leading to the problems. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced, and to return their device back for analysis.

Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the no delivery alarms due to the button keypad anomaly. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.